Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The information is based on the initial call placed to lfs on (B) (6) 2010. The patient first noticed the inaccurate high readings on (B) (6) 2010, at 8:30 am. Approximately 2-3 days later, the patient began to develop cold sweats and was shaky. The patient ate more food/drink. The patient tested his meter and obtained a 325 mg/dl and less than 10 minutes later, tested in the lab and obtained a 114 mg/dl. The results were greater than 20 mg/dl (1.11 mmol/l) or 20%. It is unknown whether the patient tested his blood glucose prior to exhibiting symptoms. A non medical professional treated the patient with glucose tablets/glucose gel. The test strip vial was not cracked or broken. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the patient alleged that he exhibited symptoms suggestive of a serious injury: however, his meter displayed a high reading and was treated by a non-medical professional with glucose tablets/glucose gel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.